Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac death caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products.